Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image intensifier was replaced and aligned as a proactive measure. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800's image became unstable during a procedure. Image lost size at two hours through a four hour procedure. There was no adverse pt involvement reported. There was no pt information reported.